Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, upon initial insertion of the first hand instrument through the device, a tiny blue tab was pushed through the cannula and into the pt. The tab appears to be extra internal seal material. Tab was removed from the pt with difficulty. No pt injury reported.